Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx preconnect is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of erosion, hematuria, perforation, migration are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with hematuria. A revision surgery was performed, during which the physician confirmed that the reservoir had herniated into the bladder. The old reservoir was removed, a new one was implanted, and the bladder was repaired. There were no further patient complications.

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with hematuria. A revision surgery was performed, during which the physician confirmed that the reservoir had herniated into the bladder. The old reservoir was removed, a new one was implanted, and the bladder was repaired. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for lgx preconnect is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hematuria, erosion and perforation are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.